Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of lv capture during a capture threshold test was observed. The patient was asymptomatic to the loss of capture. High outputs and multiple vectors were tested and did not capture the lv. In addition, it was noted that on (B)(6) 2018 the patient had an ablation procedure. Patient condition is fine.